Event description:
Related manufacturer reference number: 3006705815-2021-03337, 3006705815-2021-03338. It was reported the patient could not enter into MRI mode and therapy was autoreducing. The issues began after the patient fell on their ipg. Diagnostics indicated there were high impedances and one of the leads had migrated. In turn, the system was explanted and replaced to address the issues. Therapy restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.